Event description:
The facility reported a fail code 810:04. Information was not provided regarding whether or not the failure occurred during a patient infusion. No repports of any pt incident since the last baxter sservice event.